Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurring hyperglycemia and hypoglycemia while using the ilet system, with documented glucose values up to 340 mg/dl and down to 39 mg/dl over approximately 5.5 hours, and sought guidance on adjusting the cgm target; education was provided on proper meal announcing, including that postprandial correction via meal announcement is not effective. Symptoms included shaking and fatigue. Outcomes included non-medical assistance from a bystander acting out of kindness and self-treatment with glucose tablets; no medical intervention or hospitalization occurred. Investigation included review of device use and user interaction with meal announcements and education on proper operation. Investigation of this case revealed that improper use of meal announcements contributed to glycemic excursions, including a pump-driven overcorrection following a late meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error with troubleshooting and education completed. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.